Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps complaint of not recognizing syringe in place was during duplicating testing. The cause was isolated to q1 broken off from the board, plunger board also came loose off the glue. Physical condition of the device was overall good. Action was taken to replace the plunger board. Device passed all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 does not recognize syringe in place.no patient involvement during occurrence.